Manufacturer narrative:
E1 initial reporter phone: (B)(6). Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that burr stuck on wire occurred. The 95% stenosed target lesion was located in the left anterior descending artery. A 1.50 mm rotapro and rotawire drive were selected for use. During removal at a low speed, the burr stalled, became locked with the guidewire and embedded in the guide catheter. The guidewire was also kinked/damaged. The catheter and guidewire were removed as a single unit and the procedure was completed with another of the same device. The patient was stable post procedure.

Event description:
It was reported that burr stuck on wire occurred. The 95% stenosed target lesion was located in the left anterior descending artery. A 1.50 mm rotapro and rotawire drive were selected for use. During removal at a low speed, the burr stalled, became locked with the guidewire and embedded in the guide catheter. The guidewire was also kinked/damaged. The catheter and guidewire were removed as a single unit, and the procedure was completed with another of the same device. The patient was stable post procedure. It was further reported that the reported issue occurred during burr advancement in the non-boston scientific guide catheter.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Investigation results: device analysis findings: device evaluated by manufacturer: the device was returned for analysis. Visual inspection of the rotawire returned without the burr loaded on it, noted the body of the guidewire was bent or kinked from distal to proximal. Investigation conclusion: this investigation has been assigned an investigation conclusion code of adverse event related to procedure. This kind of failure can be attributable to an excessive force applied to the device during procedure, as well as factors that can occur during procedure with the interaction between the rotapro and the rotawire, causing the observed damage and consequently, contributing to the reported issues.